Event description:
The customer reported the articulating arm is drifting. No pt injury was reported.

Manufacturer narrative:
The ge service rep adjusted the articulating arm. The arm now will allow you to move it and will stay in that location.